Manufacturer narrative:
The fenestrated bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. No damage was observed, and the instrument functioned normally passing insertion, recognition, engagement, articulation, and grip tests with full range of motion; no product issue was identified. Additional observation showed localized charring and melting along the yaw pulley cable path; the damage pattern is inconsistent with internal heat generation, and procedure logs indicated use of a monopolar instrument. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, the 8 mm fenestrated bipolar forceps instrument bent 90 degrees and would not extend. The customer had to use instrument release kit (irk) to release. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage nor injury to patient.